Event description:
During percutaneous coronary intervention, the shaft broke at the hub while the stent was in the patient. The physician was able to retrieve the product. There was no kink or anything on the product, however it was a very calcified lesion. There was no patient injury. The product will be returned.

Manufacturer narrative:
This product is available for testing and evaluation but the engineering report is not available as of this writing. Additional information received will be submitted within 30 days upon receipt.